Event description:
Customer reports a button error alarm on the insulin pump, which occurred while trying to deliver bolus. Customer states after alarm keypad became unresponsive. Current blood glucose level is 148 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis states that the insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and stained end cap sticker.